Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, while mapping the right atrial/right ventricular lead in a pulsed field ablation procedure to treat ventricular tachycardia, clot formation was observed on the catheter. A red bloody clot was noted at the catheter tip, at the base of the sphere, and inside the lattice cage, and the clot inside the lattice cage could not be removed. The catheter was removed to go retrograde, and while re-prepping the catheter, the clot formation around the catheter was observed; the physician picked the clot off the tip, but residual clot remained inside the lattice cage. Activated clotting time measurements were 344 at insertion, 401 at a 30-minute follow-up, and 356 at the end of the procedure, and an anticoagulation medication was used with follow-up dosing. Continuous irrigation was maintained and verified to flush through the nozzle, and heparinized saline was used to flush the sheath; the catheter was rinsed in saline immediately after exiting the patient. The procedure was temporarily interrupted, and the catheter was replaced due to the residual clot that could not be removed. The outcome of this case is unknown. No patient complications have been reported as a result of this event.